Event description:
It was reported that during the implant procedure, the sheath couldn't pass deep enough and the lead couldn't reach the target position. The physician noted that the distal tip of the sheath was hard. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.